Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure the guide wire was allegedly had broken. It was further reported that the wire was allegedly detached into two pieces. Reportedly, snare was used to remove the distal end of the wire and completed the procedure. No adverse patient events were recorded. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure the guide wire was allegedly had broken. It was further reported that the wire was allegedly detached into two pieces. Reportedly, snare was used to remove the distal end of the wire and completed the procedure. No adverse patient events were recorded. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, a catheter and a guide wire were received. The guide wire was found broken at 18.5 cm from the tip of the catheter. The catheter had to be flushed, even after flushing the catheter would not aspirate. After opening the catheter, the metal gear wheel was found to be heavy clogged. Aspiration test could not be performed due to heavy clogged metal gear wheel. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device expiration date), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.